Manufacturer narrative:
The investigation was completed. Console logs were consistent with what was reported in the complaint. Imc logs revealed that the console issued the purge disc not detected alarm (event set #402) several times. Device analysis: console (B)(4) was sent back to field service for further investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Root cause: the purge disc flag was observed to be broken and was the root cause of (B)(4) inability to detect the purge disc. Es2023-0090 documents the possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) would not accept the purge disk and that a loaner aic was needed. The aic was removed due to the failure.